Manufacturer narrative:
Results: the detachment handle nose cone funnel hole (funnel hole) had flash on its inner side (figure 1). A 0.020¿ pin gauge was able to be passed through the nose cone funnel hole which is larger than penumbra¿s specification. Conclusions: evaluation of the returned detachment handle revealed the funnel hole had been widened. This damage may have been a result of forcefully inserting the pusher assembly into the funnel hole. If this hole is widened the proximal end of the pusher assembly will not seat properly and likely contribute to difficulty detaching the embolization coil. Evaluation of the returned pc400 coil revealed it was detached and its proximal constraint sphere was intact. The pusher returned with this complaint was a non-penumbra pusher assembly. The pusher assembly associated with this coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra detachment handles are inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00680 , 3005168196-2018-00682.

Event description:
The patient was undergoing a coil embolization procedure in the right femoral artery using penumbra coils 400 (pc400¿s) and a penumbra coil 400 detachment handle (handle). During the procedure, the physician experienced difficulty while attempting to advance a pc400 through a px slim delivery microcatheter (px slim). After reaching the target vessel, the physician used the handle to detach the pc400. Upon removal of the px slim, the physician noticed that the pc400 returned with the px slim and that the pc400 was not detached. The procedure was ended at that point. There was no report of an adverse effect to the patient.